Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used contaminated sample was provided for evaluation. The sample underwent decontamination and was visually inspected, revealing a crack at the caresite which was connected to the aquashield. The aquashield was removed to better identify the crack on the threads of the caresite, with stress markings identified. Thereafter, a functional leak test was performed but the crack did not exhibit a leak. Based on the investigation finding, the reported defect was not confirmed to be a manufacturing related defect. Based upon evaluation, a crack was identified at the y-site; however, it was not determined to be a result of a manufacturing process. This caresite had another manufacturer's part attached and was difficult to remove from the caresite. Although the exact root cause was unable to be determined, incidents of cracked/leaking valves can be caused by several factors, including but not limited to, the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: describe the event or problem (please provide as much detail as possible): I started etoposide at 1244. At approximately 1300, mom came out and reported that there was a wet spot on his bed by this tubing. I found the tubing to be leaking from the primary normal saline fluid line y-site where the etoposide was connected. Per pump, 149.9mls had been infused, however wet spot-on bed was not that large. Due to inability to accurately quantify how much medication was lost, decision made to continue with current bag. Since there was no line disconnections on chemo line, safe to continue with same bag. Normal saline fluid line removed, etoposide resumed without issues or any more leaking.